Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that there is problem with serter and sensor. Customer's blood glucose was 6.7 mmol/l. Customer stated that sensor got stuck in serter and therefore broke and could not be used. The customer was advised that the product would be replaced.